Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements show affected channels. It is unknown if hearing performance with the device is affected. The recipient's mother reports a fall in (B)(6) 2018 that resulted in a hit to the right (contralateral) side of his head. X-ray will be conducted. Re-implantation is considered.

Manufacturer narrative:
Med-el elektromedizinische geraete gmbh and vibrant med-el submit MDR reports on behalf of med-el corporation (exemption number e2015033). According to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary.

Event description:
In situ measurements show affected channels. It is unknown if hearing performance with the device is affected. The recipient's mother reports a fall in (B)(6) 2018 that resulted in a hit to the right (contralateral) side of his head. Per new information received, the recipient did not follow-up with the clinic and no imaging was done. Family does not want to revise at this time.